Event description:
A patient reported they were not able to read the display. Their meter was allegedly missing segments. The result on their meter was incomplete. Treatment was candy when patient felt low. No allegation of harm or injury. No further information has been reported.